Event description:
Based on a review of a result log file obtained from the customer, it was noted that there were unflagged read spikes. Further analysis determined that an architect stat troponin-I result of 0.043 ng/ml was reported; however, with the removal of the read spike, the value was estimated to be below 0.032 ng/ml (customer cut-off). There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. An investigation is in process.